Event description:
Customer reportedly received result of 18.1 mmol/l on the aviva system and result of 8.1 mmol/l on an unknown accu-chek system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6).